Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tear was axially aligned with the mcs tip cover accessory and measured approximately 0.1125" in length. There were no signs of thermal damage present at the end of any tears. Additional information: a review of an image provided by the customer was performed. The image appears to show three mcs tip cover accessories with tears at the distal end where the scissor portion of the instrument exits. One mcs tip cover accessory appears to have a tear isolated to the clear portion. Another mcs tip cover accessory appears to have a tear that extends through the clear portion and possibly ends at the grey portion, but the accessory would need to be returned in order to confirm. The third mcs tip cover accessory appears to have a tear that extends into the grey portion of the accessory.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted procedure, the monopolar curved scissors (mcs) tip cover accessory was found to be broken after 50 minutes of use. The mcs tip cover accessory was installed on an mcs instrument. The mcs tip cover accessory was inspected prior to use and no abnormalities were identified. The mcs instrument did not collide with any other instruments.. It is unclear if any fragments fell inside the patient. Per follow-up information obtained, the customer indicated no fragments fell inside the patient; however, an "assistant retrieved fragments through the laparoscopy instrument." No additional tests were performed to search for fragments. No resistance was felt by the customer upon removal of the mcs instrument. The procedure was completed robotically and the patient has not returned to the hospital due to any complications.